Event description:
It was reported that since the flanged end of above mentioned device fractured during cement injection, the surgeon was forced to apply the cement to the femoral canal manually. No delay in surgery or harm to patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.